Event description:
Customer reported she was experiencing high blood glucose levels of 466 mg/dl. Customer entered her blood glucose to see why she wasn't getting any insulin. Customer stated she tried to fix the device and might have messed up her settings. Customer went of the device and treated with manual injection. Current blood glucose was 359 mg/dl. Customer was advised to disconnect from the device. The drive support cap was normal. No leaks or air bubbles noted. Manual prime was performed on the device and insulin did exit. Settings were reviewed, correct. Customer was advised the device kept beeping because the device thinks customer has administered daily totals of insulin. Customer stated she would wait until the device was on track and declined further troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.